Manufacturer narrative:
Investigation summary customer reported the tubing was leaking at a connection site, and returned the affected sample. The sample was primed with a syringe full of blue dye water, and no leak was found. The complaint was unable to be verified and no failure mode was seen. This is not a failure mode as there was flow, but it should be noted the line was abnormally hard to flow through, and seemed occluded in some way. A device history record review could not be performed on model me2017, because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the 60 in ultra minibore extension set tubing leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "tubing and/or connection site leaking ( a few drops). Tubing changed and saved to give to supervisor. (Biomed was unable to duplicate leak with given tubing)".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 60 in ultra minibore extension set tubing leaked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "tubing and/or connection site leaking ( a few drops). Tubing changed and saved to give to supervisor. (Biomed was unable to duplicate leak with given tubing)".